Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a shoulder cuff dislocation surgery, the osteoraptor anchor was found fractured during implantation. The procedure was completed using a back-up device. It is unknown if a delay occurred. No further complications were reported.

Manufacturer narrative:
B5 was updated. H3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A review of the customer provided image found labelling confirming the product identification information. The anchor is fractured into pieces. A visual inspection of the returned device found that it is not in its original packaging . The device has been deployed, and the anchor is fractured. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. The osteoraptor anchor is implantable, and biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a shoulder cuff dislocation surgery, the osteoraptor anchor was found fractured during implantation. The broken pieces were removed from the patient and the procedure was completed using a back-up device. It is unknown if a delay occurred. No further complications were reported.